Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump randomly stopped working for a bit. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. The customer would treat high blood glucose with insulin pump and also sometimes gave injection to get more insulin in system. The customer also reported that the buttons were hard to press and rewind took long time. The insulin pump had random no delivery alarms and wear and tear around battery cap. The customer declined troubleshooting for high blood glucose value. The customer was advised that discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.